Event description:
Same case as manufacturer report number 6000093-2005-00298. During a pta treatment procedure, the v18 control guidewire became deformed when crossing the lesion for the second time. The patient was asymptomatic during this event. The physician used a 7 fr 30 cm j-sheath introducer sheath for vascular access, and a mach1 guide catheter to cross the lesion. The lesion being treated was a calcified, 90% stenotic lesion in the left iliac. Artery. The tip of the v18 guidewire became "flaccid" after re-crossing the lesion. The v18 guidewire was removed and replaced with another guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is currently reported as 'good'.